Manufacturer narrative:
Shingles.

Event description:
It was originally reported that the patient had a case of the shingles after a trial for interstim. The shingles were worse on the left side of the groin. It was noted that the stimulation was more uncomfortable on the left side during the trial. The healthcare provider confirmed that the patient developed shingles 3 weeks after the trial was done. The patient experienced a new pain. They are unsure if the shingles was caused by the interstim but believes that it could happen because shingles is dormant in the nerve root and the nerve root was stimulated. The patient was given acyclovir and the lead was explanted. The shingles resolved. The patient had another lead implanted in 2009 for an interstim trial. The patient has not had any problems or reoccurrence of the shingles.